Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the catheter was leaking at the hub/catheter junction. A replacement was performed with no harm to the patient, and no part of the device was left in the patient.